Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "leaking noted at the connection of the home infusion tubing and the closed system transfer device after home infusion completed." No other information was provided.